Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow-up the physician measured a shock impedance measurement of greater than 200 ohms in triad configuration. After shock configuration reprogramming, the measurements were in range at around 110 ohms. During provocative maneuvers, no noise nor out of range impedances were reproduced with single coil configuration. Commanded shock testing was performed, and the shock impedance value was confirmed in range. The patient will be closely monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This ICD system remains in service.